Event description:
It was reported that intermittent cartridge alarms occurred during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer continued using pump for insulin therapy.